Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected increasing shock impedance measurements since (B)(6) 2012 with recent measurements being greater than 125 ohms. The physician suspects lead tip calcification. Boston scientific technical services (ts) recommends monitoring patient. No adverse patient effects were reported. The product remains in service.